Event description:
It was found that the stair chair seat would not hold weight due to broken lock bar struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.